Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent, abdominal pain, and nausea. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s) during the hospitalization, the patient was treated with an unknown antibiotic (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. The unknown antibiotic was withdrawn on an unknown date during the hospitalization. Eleven days prior to the receipt of this report, the patient was treated with oral ceftin (dosage, frequency, and duration not reported) for the peritonitis event and on that same day, the patient was discharged from the hospital. On an unknown date, therapy with oral ceftin was withdrawn. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.